Event description:
On (B)(6) 2025 an incident occurred during the measurement for valve positioning where part of the insertion catheter detached and fell into the patient's bronchus. The healthcare team successfully removed the plastic fragment from the bronchus.